Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on june 11, 2019. Upon initial visual inspection, it was reported that there was no residue found on the catheter tip dome. It appeared to have been wiped clean. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30185494l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure after premature ventricular contraction was mapped, and about two and a half hours after the ablation was conducted at approximately 10 locations in the left ventricle outflow tract, the patient¿s blood pressure dropped and was confirmed by the fluoroscopic images. Cardiac tamponade was confirmed by the body surface echocardiography. Reminder of the procedure was aborted, and pericardiocentesis was performed to remove approximately 500 ml of arterial blood from the pericardial space. After pericardiocentesis, the artery was checked by contrast-enhanced CT and no damage was confirmed. However, the hemorrhage continued, therefore thoracotomy drainage operation was performed. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved and did not exhibit any neurological symptoms since the procedure was completed. The physician commented that while conducting the catheter, he felt as if the catheter kicked back near the aortic valve and that this seems to be related to the issue. Transseptal puncture was performed. There were no error messages were observed on any biosense webster, inc. Equipment during the case. During the ablation, the approaches were switched among retrograde and brockenbrough method fittingly. About an hour later from the ablation started, charring was confirmed at the distal tip of the ablation catheter. Char formation was observed at the tip of the ablation catheter approximately 1 hour after ablation was started. The char was wiped away and flushed. The generator was used in power control mode and the maximum power output was 45 watts.

Manufacturer narrative:
Investigation summary it was reported that a 74-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure after premature ventricular contraction was mapped, and about two and a half hours after the ablation was conducted at approximately 10 locations in the left ventricle outflow tract, the patient¿s blood pressure dropped and was confirmed by the fluoroscopic images. Cardiac tamponade was confirmed by the body surface echocardiography. Reminder of the procedure was aborted, and pericardiocentesis was performed to remove approximately 500 ml of arterial blood from the pericardial space. After pericardiocentesis, the artery was checked by contrast-enhanced CT and no damage was confirmed. However, the hemorrhage continued, therefore thoracotomy drainage operation was performed. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #pc-000464263.